Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown femoral guide. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during primary surgery of right knee part of the femoral guide weld broke.